Event description:
It was reported that a progav 2.0 (#fx648t) could not be adjusted preoperatively.

Manufacturer narrative:
Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected. Results: based on our investigation results, we cannot detect any functional deviations or other abnormalities in the product. At the time of the investigation, we are not aware of how the adjustment problems mentioned came about. Furthermore, we assure you that the shunt system left christoph miethke gmbh & co. Kg in perfect condition. The values measured during the final inspection prove that it functions perfectly. No further regulatory actions are required from our point of view.